Event description:
It was reported that the pt is feeling uncomfortable with his implant. He reported that he is always hearing something, like a terrible sound. The pt no longer wants to wear his speech processor, even though all external parts have been exchanged. Testing was carried out which showed normal results. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.